Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a 68-year-old female patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the pump stopped during support. Attempts to restart the pump were unsuccessful and the decision was made to explant the pump. Upon removal, a large clot was noted at the inlet of the pump. There was no patient harm.

Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was not returned for investigation. Data logs do not show any pump stops. The root cause of the pump stop was not determined since product was not returned and data logs are inconclusive. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist for use during cardiogenic shock.

Manufacturer narrative:
The investigation of atrial fibrillation/atrial flutter and ventricular tachycardia and pump stop was completed. The pump was not returned for investigation. Clinical information stated that the pump stopped on (B)(6)2024 and was unable to be restarted, but patient was unable to tolerate anticoagulation wean so the pump was left in until explant on (B)(6)2024. Data logs for (B)(6)2024 did not show any pump stops. The pump stop was reported to be on (B)(6)2024. The root cause of the pump stop was not determined since the product was not returned and data logs are inconclusive. As the necessary information was not provided, the root cause of the atrial fibrillation/atrial flutter and ventricular tachycardia was not determined. H.6 code 114 was reported incorrectly on follow up 1 for manufacturer device report number 1220648-2024-11612. A new code was added to investigation findings code. Code 4112 was inadvertently omitted from follow up 1 for manufacturer device report number 1220648-2024-11612 and was added. H.10 part of the investigation results for the pump stop were inadvertently omitted from follow up 1 for manufacturer device report number 1220648-2024-11612 and were added.

Event description:
Additional information received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry that roughly two months after explant, the patient experienced paroxysmal atrial fibrillation / atrial flutter and ventricular tachycardia. The relationship to the prior impella support was unknown / undetermined. The patient outcome was fatal.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. B1 updated to adverse event and product problem. B2 death added, exact date of death is unknown. H1 type of reportable event updated. H6 health effect - clinical code and health effect - impact code updated to reflect new information the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11612. G1 reporting contact email. G1 reporting contact fax number missing. G2 report source; study was missing.